Event description:
(B)(4). I had abnormal bleeding and I had very bad pelvic pain, headache and then I went into a seizure and hit my head off the pavement!!

Event description:
(B)(4). I no longer have seizures and most of the other effects stopped after removal of the essure coils but now I can't sleep normal; I only sleep a couple of hours at a time and its during the day; I get no sleep at night!!